Event description:
The biomedical engineer (bme) reported that this g9 monitoring unit had a comm loss error message at the cns remote client (crc). They restarted the g9 unit, but after two minutes, it was in comm loss. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that this g9 monitoring unit had a comm loss error message at the cns remote client (crc). They restarted the g9 unit, but after two minutes, it was in comm loss.they moved the port on the switch, but the issue remained. They swapped the unit with another g9 unit and still received the comm loss. They stopped monitoring the unit and were having issues trying to re-monitor it. After some time, the unit appeared on the network and started working. Biomed would like to send the logs in for review. On 11/02/2023 investigation result. As a result of investigating the log information of the device which the phenomenon occurred, the history could be confirmed that a part of the task of the mpu on the main board of the device which phenomenon occurred was stopped at around 4:02 am and around 9:42 am on october 19, 2023. Therefore, it was assumed that the main board of the device which the phenomenon occurred might have failed. It was proposed to the customer that the affected parts should be replaced/repaired since the main board of this device cu-192ra s/n:01601 might have failed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/03/2023 emailed the bme for the concomitant medical device: no reply was received. Attempt # 2: 11/15/2023 emailed the bme for the concomitant medical device: no reply was received. Attempt # 3: 11/16/2023 emailed the bme for the concomitant medical device: no reply was received. Additional model information: d10 concomitant medical device: the following devices were used in conjunction with the g9 monitor: bsm-1700: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Cns remot client (crc): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from csm-1901 to life scope g9. D4 additional device information / model #: corrected the model # from csm-1901 to cu-192r. D4 additional device information / catalog #: corrected the catalog # from csm-1901 to cu-192ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k151080 to k213316. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report g6 type of report h2 if follow up, what type?

Event description:
The biomedical engineer (bme) reported that this g9 monitoring unit had a comm loss error message at the cns remote client (crc). They restarted the g9 unit, but after two minutes, it was in comm loss. Not in patient use.

Event description:
The biomedical engineer (bme) reported that this g9 monitoring unit had a comm loss error message at the cns remote client (crc). They restarted the g9 unit, but after two minutes, it was in comm loss. Not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that this g9 monitoring unit had a comm loss error message at the cns remote client (crc). They restarted the g9 unit, but after two minutes, it was in comm loss. They moved the port on the switch, but the issue remained. They swapped the unit with another g9 unit and still received the comm loss. They stopped monitoring the unit and were having issues trying to re-monitor it. After some time, the unit appeared on the network and started working. Biomed would like to send the logs in for review. On 11/02/2023 investigation result: as a result of investigating the log information of the device which the phenomenon occurred, the history could be confirmed that a part of the task of the mpu on the main board of the device which phenomenon occurred was stopped at around 4:02 am and around 9:42 am on october 19, 2023. Therefore, it was assumed that the main board of the device which the phenomenon occurred might have failed. It was proposed to the customer that the affected parts should be replaced/repaired since the main board of this device cu-192ra s/n:(B)(6) might have failed. Investigation summary: nk confirmed the issue was likely attributed to a possible failing mpu (main processing unit, mainboard), which may need replacement. However, due to the customer's non-responsiveness to our follow-up attempts, the device was not returned, and no further information was reported. A review of historical data does not reveal any significant trends that would contribute to component failure related to the device's design or manufacturing. This was the only complaint identified for the device (cu-192ra, serial number: (B)(6)) found in the past 3 (three) years, indicating this is an isolated incident. Trending will continue to be monitored.